Event description:
The device was used during a video assisted thoracoscopic procedure. Reportedly, after changes cartridges, the jaw would not close. The surgeon performed a laparotomy and applied another device to complete the procedure. There was unexpected tissue loss. The hospital has reported the pt's condition is satisfactory.